Event description:
Reporter alleged that aviva blood glucose test strips were labeled with an expiration date of 09/30/2010. The manufacturer's records show the actual expiration date to be 04/30/2010. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.